Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillator lead, also has a left ventricular assist device (lvad). This is contraindicated in device labeling and considered off-label use. In the hospital for an unrelated issue, the patient experienced two shocks, but the first one did not convert rhythm. The rv lead exhibited high out of range shock impedance measurements, greater than 125 ohms. Technical services (ts) suggested troubleshooting options and a lead revision was recommended. No adverse patient effects were reported. At this time, the lead remains in service. Additional information was reported that this lead was surgically abandoned and a new lead of a different model, was successfully implanted. The complaint device was not returned, therefore product analysis could not be performed. The primary reported observation of contraindicated use, is addressed in product labeling. Therefore, well-understood factors likely contributed to the event.